Event description:
Surgeon stated the prosthesis did not adapt well to the fossa secondary to previous heterotopic bone, fossa anatomy, and resorption of costochondral graft. The prosthesis was laterally placed with increasing pain and swelling. The pt was reconstructed with a pt specific total joint.